Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that since implant the patient has drop foot. The patient has also fallen multiple times recently. Nevro attempted to obtain additional information regarding the nature of the issues but was unsuccessful. The patient continues to use their device to find effective pain relief.